Event description:
This is a case report received on (B)(6) 2010 by baxter (B)(4) from a pharmacist of (B)(6). It is reported that on an undefined occurence date, a baxter solution administration set ((B)(4) lot 10d30v254d) was found disconnected at the level of the junction under the chamber and the inlet. The disconnection was observed at the beginning of the perfusion. It was observed because an air bubble appeared due to the disconnection. There is no clinical consequences for the patient. The device has been replaced.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation, however, a batch review was performed on the reported lot and no deviations were noted. A trend review was performed and a similar report was received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.